Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated that the insulin pump had insulin flow blocked which was resolved by changing the reservoir. Customer stated that they did not received low battery alert prior to replace battery alert. Customer stated that the replace battery alert was resolved by changing the battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.